Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin leaked from the reservoir past the second o-ring. The blood glucose reading was 250 mg/dl. The caller was unaware of whether the o-rings were malformed. The reservoir had been in use for 4 days. It was noted that there was fluid in the insulin pump from the leak. Nothing further reported.